Event description:
During a hemorrhoid procedure, incomplete staple line on about 1/4 of the circumference of the cut line. The staples remained in the instrument. The case was completed with manual sutures. There was no pt consequence.